Event description:
In 8/2003 it was confirmed the receipt of an e-mail from distributor where they reported nasal cannula (item 001591, lot # unknown). This event occurred in 2003 and it was reported to co in 7/2003. No injury reported. It was informed by reporter that the IFU states to not use rear ignition sources. In 8/22/2002 unomedical was informed by reporter that the user facility reported that while cauterizing and adhesion there was a flash fire to the pt's face. They were using cannulate (item 001591, lot # unknown). This event occurred in 6/2003 and they reported this to co in 7/2003 no injury reported.